Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer reported problem: it was reported the hotline warming set was installed on a hotline fluid warmer (model: hl-90) and during operation, no leaks were observed from the twin-tube connector and the recirculating water path. Visual and functional testing was performed. The complaint of leakage cannot be confirmed nor replicated. The probable cause of the reported problem unknown. All functional test of the device passed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the level 1 low flow hotline disposable injection set had leakage at the line. There was no reported patient involvement, and no patient injury was reported.